Manufacturer narrative:
No product was returned for investigation. Data logs were returned for analysis and confirmed the complaint. The root cause of the pump suction was not determined due to lack of sufficient clinical details, unreturned product, and inconclusive evidence from the data logs. The root cause of the ischemia was unable to be determined due to insufficient clinical details. The device passed all post-sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced continuous suction alarms. The device was repositioned but the alarm did not resolve. Additionally, there was a loss of pulses to the left lower extremity. The complication was successfully managed with a placed distal perfusion catheter. Later, care was withdrawn and the patient expired. Additional information was received. The pump was not available for return. The patient was successfully explanted. No further issues with ischemia.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿